Event description:
While preforming an injection, I discovered the "prevent ht safety hypodermic needle 25 x 5/8" safety cover did not properly latch on to the needle securing the needle when the immunization was done. Then attempted to put the safety securely on the needle by using gentle pressure against the counter and the plastic safety snapped exposing the needle.

Event description:
While preforming an injection, I discovered the "prevent ht safety hypodermic needle 25 x 5/8" safety cover did not properly latch on to the needle securing the needle when the immunization was done. Then attempted to put the safety securely on the needle by using gentle pressure against the counter and the plastic safety snapped exposing the needle.